Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Cesarean section. What was the procedure date? On (B)(6) 2021. In relation to needle, what is the approximate location of suture breakage? Unknown. Did the suture separate completely? Yes. What tissue was being approximated or sutured when it broke? Subcutaneous tissue. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m.

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6) 2021 and suture was used. During the procedure, when sewing the subcutaneous tissue, the suture broke. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.